Event description:
It was reported by the patient that they were bleeding practically all the time, every day at the site of their implantable pulse generator (ipg). The ipg has been implanted for 8 years and 8 months. Patient reported they were inpatient for whole month, received antibiotic therapy, and was in constant pain. Patient also reported occasionally feels "electricity" "like a short" at implant site. Follow-up with the clinic indicated the patient did have a possible infection in the area of his device. The device was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead: (B)(6) 2004. (B)(4).